Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The lot of the returned suture underwent post packaging sterility testing, and no abnormalities were detected. It is unlikely that the infection was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon used an interrupted and simple continuous suturing technique following a spay procedure of pedicle ligation, sub cutaneous and subcuticular closure, the patient had incurred inflammation, dehiscence infection and cellulitis. They used an anti-inflammatory, antibiotic and healed second intention to complete the case. There was no patient injury.